Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows a detached suture capture. The suture capture was not returned. No manufacturing abnormalities a functional evaluation revealed the needle will deploy when trigger is initiated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: excessive force, tissue thickness, damage or debris on the device tip during passes.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair surgery, the trap door on the top jaw of firstpass mini straight broke off inside the patient. The pieces were removed from the patient with a grasper. The procedure was completed using a back-up device, a delay of 30 minutes or less was reported. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.